Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6) 2026. On 01/31/2026, at approximately 2:00 p.m., the patient reported receiving an unspecified error on his tandem insulin pump, after which he was unable to obtain cgm values. The patient noted feeling thirsty and experiencing an inflamed throat; however, the timeframe between the onset of the cgm error and symptom development was not specified. At approximately 7:00 p.m., the patient performed a blood glucose check using his meter, which showed a value of 456 mg/dl. The patient presented to the emergency room at 9:00 p.m. He did not recall his blood glucose level upon arrival but reported that the hospital ¿ran some tests.¿ the patient received IV fluids and was discharged home around 2:00 a.m. The following day (less than 24 hours of care). At the time of the follow-up report, the patient stated he was ¿fine.¿ no data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia. H6 codes: health effect - clinical code problem code: e0747 sore throat/ code not available. H6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.